Event description:
During a call for an unrelated issue, the patient indicated he had peritonitis which was diagnosed on (B)(6) 2010. The patient stated that he felt abdominal pain on (B)(6) 2010 and went to the clinic (B)(6) 2010. The patient stated that the peritonitis has not stopped him from being physically active or working. During follow-up with the patient's peritoneal dialysis nurse on (B)(6) 2010, the following additional information was obtained: the patient began with automated peritoneal dialysis therapy on (B)(6) 2009 with local (pd4) ambuflex. The patient was diagnosed with bacterial peritonitis on (B)(6) 2010. The patient was not hospitalized for the peritonitis and there was no exit site or tunnel infection associated with the peritonitis. The patient's peritoneal dialysis effluent was sampled on (B)(6) 2010 and the analysis showed 2563 leucocytes, 91% neutrophils, and 8% lymphocytes. The gram stain showed gram positive cocci and the culture showed coagulase negative staphylococcus. The nurse indicated the patient was treated with antibiotics. The patient has been able to continue with peritoneal dialysis therapy and the peritonitis is improving. The nurse indicated the patient's transfer set was not replaced after the peritonitis was diagnosed. The nurse also indicated the likely cause of the peritonitis was a break in aseptic technique. There was no allegation made against any of the patient's peritoneal dialysis disposables or solutions.

Manufacturer narrative:
(B)(6).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
This is a spontaneous report by a nurse of a homechoice peritoneal dialysis patient who developed peritonitis with a positive culture for (B)(6). During a call with baxter customer services, the reporting nurse stated that the patient made mistake, touch contamination occurred and the patient did not wear a mask (onset date not reported). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. In (B)(6) 2010, a peritoneal effluent culture was performed which was positive for (B)(6). Treatment information was not provided. It was unknown whether the peritonitis resolved. Per the nurse, the peritonitis with culture positive for (B)(6) was not related to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The root cause was determined to be use error. A batch review was performed for potentially associated lot number gd873927 and gd874859 with no issues noted during the manufacturing process. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the second of three complaints associated with this event.